Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) post initial implant procedure. The physician planned to reposition the lead however, during the procedure, the pacemaker (pm) set screw failed to loosen due to being stripped. Instead, the physician explanted and replaced the rv lead and pm. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.